Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar products/processes are. Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code batch. The 2,880 units of this code batch were manufactured and distributed, there are no units in stock. We have received one open and used sample with the needle detached from the thread. Without any closed sample we cannot carry out a complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detached from the thread.